Manufacturer narrative:
Investigation revealed that there was no system malfunction. Preliminary investigation, through review of the case logs, revealed that there were navigational inaccuracies of the excelsius3d intra-operative scan attributable to draping of the patient and the excelsius3d machine. Covering of any of the trackers on the excelsius3d device can lead to navigation issues due to partial occlusion of the tracking spheres which will affect navigation. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced by hand during surgery.